Event description:
When advancing the cypher stent delivery system (sds) to the lesion, friction was encountered. Therefore, the cypher was withdrawn out of the patient, and the physician observed the distal edge of the stent to be flared. The patient's demographics were unknown. The target lesion was the proximal and mid left anterior descending artery (lad). The lesion was a de novo, slightly calcified and slightly tortuous. There was a 90% stenosis. The product was properly inspected and prepped prior to use. After the guidewire crossed the target lesion, the vessel was predilated with a balloon (sprinter legend: 2.0/15mm). Then the cypher was being delivered, however, there was friction encountered during delivery. It was unknown if the friction was felt inside or out of the 6fr. Guiding catheter. It was noted that excessive force may have been used to advance the sds due to the resistance felt. The sds never made it to the lesion. The cypher was withdrawn out of the patient, and the physician observed the distal edge of the stent to be flared. Therefore, a new cypher (size unknown) was safely implanted, and 2nd cypher was implanted overlapping it. Post-dilation was conducted with a balloon (details unknown). The procedure was successfully finished. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.